Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 20647443/20722969.

Event description:
It was reported that the patient experienced multiple falls and bodily injuries which were non-device related wherein it was discovered that the patients ipg and leads were needed to be replaced. It was not determined if the issue was device specific. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted devices were discarded.